Event description:
On (B)(6) 2013, the surgeon contacted intuitive surgical inc. (Isi) technical support alleging that an error 702 on psm1 occurred during a da vinci si lobectomy procedure. Error 702 is triggered when communication to instrument interface board fails. The patient side manipulator (psm) is an instrument arm located on the patient side cart (psc) that provides sterile interface for the endowrist instrument. The surgeon contacted isi technical support and indicated that the system started ok with no problems; however, after sometime the psm arm 1 failed. The surgeon had not started the surgical procedure yet; however, the patient was under anesthesia. The site received a message to disable psm1 or restart the system. The site restarted the system several times; however, psm1 continued to fail. The isi technical support reviewed the system logs and noticed the following error messages 25521, 702 and 23034 were all on the psm1. Per surgeon the psm1 was replaced on (B)(4) 2013. Isi technical support confirmed when looking at the logs that psm1 was replaced and that the logs also showed that the alleged error 702 had already appeared during that time. The surgeon felt uncomfortable and was unwilling to proceed with the surgery and decided to abort the surgical procedure post anesthesia.

Manufacturer narrative:
The device has not yet been returned to isi for investigation. If any addition information becomes available and if the product is returned, intuitive surgical will evaluate the product and inform FDA of the product investigation in a supplemental report. An isi field service engineer (fse) went to the site on (B)(4) 2013 and replaced psm1. Fse ran a system test and verified that the system was ready for use with no problems found after the replacement of psm1. The subject psm1 is being requested back for investigation. Isi has made several attempts to contact the surgeon to obtain additional information concerning the reported event and on (B)(4) 2013 isi received an email from the surgeon stating that the da vinci system was inspected prior to the surgical procedure and passed testing. The patient was under anesthesia for approximately one hour prior to the surgeon aborting the procedure. Surgeon confirmed that there were no ports placed on the patient at the time of the alleged issue. This particular surgery was not rescheduled for a da vinci procedure and the surgeon decided to do a vats lobectomy on (B)(6) 2013. The patient was discharged on (B)(6) 2013 with no complications. Surgeon mentioned that the psm1 was replaced and was working as intended. The complaint is being reported since the surgeon decided to abort the surgical da vinci procedure post anesthesia due an error 702 on the psm1.

Manufacturer narrative:
The product came back for investigation and was evaluated with the following findings: failure analysis experienced the same error message on the arm as the site had alleged, error 702. Failure analysis noted that whenever the insertion was moved, the top lights would flicker, and then trip the fault. The flex cable from the esii board to the junction board j1 was found to be the cause (intermittent connection). Failure analysis verified by substitution. Visual inspection found no obvious defects to the flex cable. The flex cable was replaced and the arm then was operational without any further errors generated. Failure analysis tested it twice on two different days, and arm passed initialization, homing, sine cycle and check sensors for all axes. The viscous friction for axis-1 was border-line. The axis 1 harmonic drive was replaced as a precaution. All other tests passed (friction, sensors, brake drop, sensors, and switches).